Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized for diabetes ketoacidosis. The wife stated that the glucose meter was giving high readings and the customer treated his high glucose. The paramedics were called and tested his blood glucose. It was also reported the customer was in a coma for several hrs prior to hospitalization.